Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There are no applicable logs or advanced reviews for this investigation.

Event description:
This complaint captures a product enhancement complaint and reported subsequent injury due to poor ergonomics of the surgeon side console (ssc), but no da vinci product malfunction. There are no applicable logs or advanced reviews for this investigation. It was confirmed that the surgeon sustained a back injury while condensing a day and a half of da vinci training into one full day. The surgeon sustained a paraspinal back injury with leg and back muscle weakness, underwent an MRI, and was out of work for a week. The surgeon is currently being treated by physical therapy. He attributes the injury to training on the surgeon side console (ssc) and the ergonomics. Due to the long period of training, it was noted he was in one position for an extended period and should have taken more frequent breaks.